Event description:
It was reported that the 8mm side trial insert broke during removing from cemented femoral and tibial component.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding fracture involving a specialty triathlon pkr 8/9mm universal insert trial per (B)(4) was reported. The event was confirmed. A material analysis confirmed no material or manufacturing defects were present. There is no indication that patient factors contributed to the reported event. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed other events for the reported lot. The investigation concluded that the fracture was caused by an overload condition. No material or manufacturing defects were observed.

Event description:
It was reported that the 8mm side trial insert broke during removing from cemented femoral and tibial component.